Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that after a transport it was observed that the hospital cart on the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) has evaluated the unit and found that due to the nature of the ems business the customer tore the wheel plate  from the chassis. The old cart couldn't be repaired so a replacement was ordered. Swapped  the drawers and line cord assembly from old cart to new cart. Full functional and safety tests were performed. Device passed all tests. Returned to customer and cleared for clinical use.